Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s age is not available for reporting but patient was reported as ¿young.¿ additional device product code is hwc. (B)(4). Since the complaint screw broke during insertion, it is not considered to have been implanted. The subject device (screw head) is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported during surgery for to treat a fracture of radial diaphysis on (B)(6) 2016 a 3.5mm cortex screw broke during final tightening to secure the associated 3.5mm, 7-hole locking compression plate. The shaft of the broken screw was retained in the patient's bone. The other four screws were tightened without issue. There was no surgical delay and the procedure was successfully completed. The surgeon comments regarding the broken screw are as follows: the tap of the reported screw might have penetrated only proximal cortex bone of the patient when the screw was broken; the bone density of the patient was good as the patient was young; and the patient is currently fine in spite of the shaft of the reported screw being retained. (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the broken product was returned in a packaging different from the original packaging. The laser etching was readable, but the broken tip was not delivered. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could have led to the complaint failure. All relevant and measurable dimensions for the function of the product were measured and found to fulfill the specifications. In addition, the raw material certificates were checked and met specifications also. Based on this information, the complaint is rated as confirmed, but not valid from the manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.